Event description:
Treatment of an ica aneurysm. It was reported that the proximal end of the pipeline did not open after deployment. Several attempts were made to open it, but without success. Consequently, the ica was occluded. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2012-00198.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).